Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced much pain and discomfort that the aligners have been causing. They were examined by their dentist that found gum recession and potential nerve damage that is being caused by the aligners. This was not present prior to starting aligner treatment. Aligner treatment will need to be stopped immediately and the use of these aligners are not permitted due to health problems that are arising for the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.